Event description:
It was reported that the customer had a blood glucose level of 429 mg/dl. Customer stated that he has no supplies at this time. Customer corrected with a syringe. Customer will be sent emergency supplies. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.